Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer administered a correction bolus via the pump as well as a correction injection to address the bg.